Event description:
Crossed through a double-jailed side branch with intent of protecting it prior to post-dilation. The radio-opaque portion passed into the side branch but I could not advance it further. I then tried to retract the wire (this is all prior to any post-dilation/ballooning of the double-jailed area) and it would not retract. I tried to free it up by passing a 2.0 balloon over it and it would not. Then with gentle pressure I felt the wire give. With further pressure I was able to retrieve the whole wire including the radio-opaque tip. After removing it from the body it was clear it had unraveled.